Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the needle. The following information was provided by the initial reporter, translated from chinese: when the blood collection needle was disassembled, it was found that there was a foreign object on the needle, which was suspected to be iron sheet.

Manufacturer narrative:
H3. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was further analyzed by fourier-transform infrared spectroscopy (ftir) and it was determined to be polypropylene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the needle. The following information was provided by the initial reporter, translated from chinese: when the blood collection needle was disassembled, it was found that there was a foreign object on the needle, which was suspected to be iron sheet.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.